Event description:
It was reported that during an unknown procedure, the device locked on the tissue and the surgeon had to cut the stapler off of the tissue. It is unknown if he used the "red" button correctly or not. Very little information is available at this time. They opened a competitor's device and completed the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Premature seld movement. The long60a device was received for analysis with no visual non-conformances and with an ecr60m cartridge reload present. The cartridge reload was received partially fired 1/10. In addition, an applied 12 mm trocar was received on the device shaft. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device opened as intended and the knife reversal worked properly.